Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.5/+2.0/085 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the lens with no visible damage. (B)(4)